Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was inserted in the patient on (B)(6) 2018. On (B)(6) at 12 noon the patient reported the bandage was detached. The bandage was made a second time but, in the meantime, the blue line of the catheter was found in the bed of the patient as if it had been cut or separated.

Event description:
It was reported that the catheter was inserted in the patient on (B)(6) 2018. On (B)(6) at 12 noon the patient reported the bandage was detached. The bandage was made a second time but, in the meantime, the blue line of the catheter was found in the bed of the patient as if it had been cut or separated.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.